Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Unit had no signs of inaccuracy. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a thoracic fusion t4-t10 case on (B)(6) 2026, after placing a screw, they brought in x-ray system for decompression purposes and found deviated screw. They noticed that t4 on the left looked medial and the surgeon immediately removed the screw. They aborted system and proceeded with the imaging system and navigation system for the case. There was less than an hour delay. No impact on patient outcome.